Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 2.75mm x 20mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent struts in the distal region were flared. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. Device tracked without issues on a 0.0140" test guidewire. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18-may-2021. It was reported that advancing difficulties were encountered. The target lesion was located in a severely calcified coronary artery. A 2.75 x 20 synergy drug-eluting stent was advanced but failed to reach the lesion. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.